Event description:
It was reported by customer that removing the statlock during a dressing change, the patient's skin came off in a perfect outline of where the PICC stat-lock was located. Nurse did not re-apply a statlock when they secured the PICC again. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.